Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The event occurred in sweden during patient treatment. It was reported that the air in the system could not be removed and a leak was detected in the venous tubing. In addition, a crack was found in the venous line. The affected hls set was exchanged for a new one. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the air in the system could not be removed and a leak was detected in the venous tubing. In addition, a crack was found in the venous line. The affected hls set was exchanged for a new one. The affected product was technically investigated at the getinge laboratory on 2022-11-02. Since the customer did not return the entire hls set, only the returned tube part could be inspected. During visual inspection, several cracks, scratches and potential cuts were found on the tube part. Since the rest of the hls set was not provided, it was not possible to perform further tests. The crack in the venous tube can cause a leakage and allow air to enter the system. The most probable root cause for the reported failure could not be determined during the technical investigation. However, according to the hls-set risk assessment following root causes can lead to the reported failure: - blood tubing is damaged during connection - clamp with sharp edges the production records of the affected be-hls 7050 #shls set advanced 7.0 with lot# 3000192090 were reviewed on 2022-09-26 for the reported failure. According to the final test results, all be-hls 7050 #shls set advanced 7.0 with lot #3000192090 passed the tests as per specifications. Production related influences are unlikely. Based on the investigation results the reported failure "crack in venous tubing" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).